Manufacturer narrative:
Upon receipt, the reported issue was confirmed. Unit's reservoir would fill to 4 bars when charging. The "pbv overtemp (274)" wrench would continue to reappear during charging. The unit underwent a full strip-down and rebuild to the latest spec. This is a retrospective submission following commitments related to an FDA inspection. This was initially submitted as part of a summary report: 3006073153-2025-00039. This resubmission is a correction, as malfunctions relating to device product code dwc are not eligible for summary reporting. This is event number 5 out of 16.

Event description:
User reported that their heater cooler was alarming that "cooling unavailable during the case. The user swapped the heater cooler and performed the rest of the case without issue. Failure to heat or cool is considered a reportable event. There was no patient harm a as a result of this malfunction.